Manufacturer narrative:
This product has not yet been returned for analysis. This report will be updated should additional information become available or if the product is returned and analysis is completed. The returned ICD was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. Additionally, it was noted the device had reached elective replacement indicator (eri) battery status on (B)(6) 2019 and end of life (eol) battery status on (B)(6) 2019. Because the device was at eol when the shock episodes on (B)(6) 2019 occurred, the device was operating at limited functionality and episode storage was disabled. Therefore, it was not able to be determined whether the shocks the patient received were appropriate or inappropriate. The battery voltage was lower than expected; pacing therapy remained available while shock therapy could not be guaranteed. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued a field safety notice regarding a subset of cognis/teligen devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the low voltage capacitor advisory population however, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) received six shocks from the device and presented for a device check. Upon interrogation, a code 1003 was observed and the device had reached end of life (eol) battery status. Technical services reviewed the available data and determined the device still had battery capacity remaining. Device replacement was recommended within the week as it had already reached eol. The shock episodes were not provided for review, so at the moment it was not known whether the shocks were appropriate or inappropriate. It was reported the patient was in good condition and had remained hospitalized pending a device replacement procedure. No adverse patient effects were reported. The device was explanted and replaced the following week.

Manufacturer narrative:
This product has not yet been returned for analysis. This report will be updated should additional information become available or if the product is returned and analysis is completed.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) received six shocks from the device and presented for a device check. Upon interrogation, a code 1003 was observed and the device had reached end of life (eol) battery status. Technical services reviewed the available data and determined the device still had battery capacity remaining. Device replacement was recommended within the week as it had already reached eol. The shock episodes were not provided for review, so at the moment it was not known whether the shocks were appropriate or inappropriate. It was reported the patient was in good condition and had remained hospitalized pending a device replacement procedure. No adverse patient effects were reported.